Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that patient was experiencing heart palpitations and oversensing on their right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.